Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the battery icons displayed [x] and voltage displayed [--]. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were returned to manufacturer for further evaluation. Investigation is in process, but not yet complete.